Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) during system setup and reported system encountered repeated error #22028 on universal surgical manipulator (usm) 4. The caller stated usm #4 was amber. Tse checked logs and confirmed errors #22028 and error #23007 pointing to an issue on usm 4 axis 3. Prior to contacting tse caller power cycled the system twice, but issue persisted. Tse guided caller to hard power cycle system, but error returned instantly after bootup again. Customer also moved the usm in another direction also did not provide any help. Caller confirmed the procedure will go ahead with 3 usm procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue but still replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the insertion searchlight printed circuit assembly (pca) was inspected, and no faults could be identified. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to fault on the insertion searchlight pcs.

Event description:
Refer to h11 for follow-up information.